Event description:
It was reported that the patient experienced decreased therapy after a few falls. X-ray imaging showed one lead had migrated. As a result, the lead was repositioned via surgical intervention on (B)(6) 2024. The anchor was replaced due to damage incurred during the surgery. Therapy was restored post op. It is unknown which lead caused/contributed to this event.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000132878.